Event description:
It was reported that during preparation of the steerable guide catheter (sgc) and while on the back table, the sgc was leaking and was not holding column. Therefore, the sgc was not used and was replaced. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other complaints from the lot. All available information was investigated and without the device to analyze, a cause for the reported leak/splash associated with loss of fluid column during device preparation could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.